Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified technician reported a suction break just prior to the side cut during lasik corneal flap creation occurred. Reporter indicated a new patient interface was used, the patient was re-docked, and the flap side cut was completed. No patient harm reported.

Manufacturer narrative:
A review of the logfiles indicated there was no suction loss during the treatment and the system finished the treatment normally. The suction was stable and shows no problems during the treatment. The following treatment shows the reported second treatment for performing the side cut. The logfile shows no error or relevant warning messages, the energy stayed stable, and no abnormalities were found. No suction loss can be identified during the reported treatment and no other problem with the system can be identified by reviewing the logfiles. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).